Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok button under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The up arrow and ok keypad buttons were intermittently responsive. All of the other buttons responded appropriately during testing. The keypad was removed and contamination was found on all of the button contacts. Moisture was also observed on the up arrow button contact. Unrelated to the complaint, the pump was opened and moisture was found on the battery canister and the display was dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.